Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1h801, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead; product ID 3389s-40, lot# va1n6rl, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient got a "hole in her head" and had the device removed to this. The leads and ins were all removed. The patient said the wire was exposed and she picked at it because there was a scab, causing a hole in her head. It was confirmed that she had no falls or trauma causing this issue. The healthcare professional (hcp) was concerned about the possibility of an infection and therefore removed the system. The patient stated their device had yet to be turned on with the new ins. No further complications were reported/anticipated.